Event description:
It was reported that during a da vinci prostatectomy surgical procedure, the monopolar curved scissors instrument would stick, did not work and a broken piece fell inside of the pt. The broken piece was retrieved and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed damage on one blade edge where a section of material was removed below the midpoint. The size of the missing section is ~ .050" long. The missing section created a corner which acts as a mechanical stop for the other blade and the scissors cannot cut through the entire blade length. No other damage was found. Per the case notes, the instrument fragment was successfully retrieved from the pt.